Manufacturer narrative:
Device evaluated by manufacturer: one device was received outside of the hoop. The device presents one kink in its body, the distal poly tip is fractured at 183 cm from the proximal end, and approximately 2 cm of poly tip is missing. Sem analysis revealed the fracture occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The non tortuous and moderately calcified lesion was located in the diagonal artery. A mailman guide wire was placed in the circumflex artery followed by placement of the pt2 guide wire in the left anterior descending artery (lad) which went down the diagonal branch. A non-bsc stent was advanced, but encountered difficulty crossing a previously implanted non-bsc stent. During maneuvering the pt2 guide wire was pulled and a "little less than an inch" of the guide wire tip broke. The guide wire tip was trapped inside an unspecified guide catheter and successfully removed outside of the patient's body. However, during withdrawal some resistance was encountered. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.

Event description:
Vascular access was obtained via the right femoral artery. The non tortuous and moderately calcified lesion was located in the diagonal artery. A mailman guide wire was placed in the circumflex artery followed by placement of the pt2 guide wire in the left anterior descending artery (lad) which went down the diagonal branch. A non-bsc stent was advanced, but encountered difficulty crossing a previously implanted non-bsc stent. During maneuvering the pt2 guide wire was pulled and a "little less than an inch" of the guide wire tip broke. The guide wire tip was trapped inside an unspecified guide catheter and successfully removed outside of the patient's body. However, during withdrawal some resistance was encountered. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.